Manufacturer narrative:
Date of event was approximated as event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. This device showed damage consisting of 1 fracture on the shaft located at 34.5cm from the hub. The shaft was not completely separated the inner liner was still connected. The fracture that was noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-jan-2019. It was reported that the device would not come out of the plastic hoop. A renegade hi-flo fathom system was selected for use. During preparation, the device would not come out of the plastic hoop. There were no patient complications reported. However, device analysis revealed one fracture on the shaft located at 34.5cm from the hub.